Manufacturer narrative:
Result: fowler.

Event description:
It was reported by service report that the fowler was stuck and will not raise or lower. No pt involvement or adverse consequences are reported.